Event description:
It was reported that the pump battery was depleting quickly. The customers blood glucose level was reported as 50 mg/dl. Customer consumed glucose tablets and carbohydrates to address low bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.